Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll netherlands. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. No repair was performed. The device was disposed of and a replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.